Event description:
It was reported that customer received a motor error alarm and was able to rewind but was not able to prime due to no delivery alarm. Insulin pump will be replaced.

Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime / no delivery test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube and scratched reservoir tube window.